Event description:
It was reported that the handpiece was overheating during the testing phase of a surgery. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec¿d at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with bearings, which were replaced along with the blade mount assembly, front housing, and other components. Service repaired and returned the device to the customer.